Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed that error message did not reappear, and successfully started new sensor session.